Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was discovered that the wire of the prograsp forceps was partially broken. However, since there was no significant problem with movement, the surgery was continued. The wire was completely broken near the end of the surgery. The procedure was completed with no reported injury.